Event description:
I have a philips dreamstation CPAP machine that I have been using for 5 years. I started having problems with continuous cough, short or breath, head aches about a 1 1/2 years ago. I saw my pulmonary dr. On (B)(6) 2020 to see what might be wrong. Was prescribed singulair and fluticasone nasal spray and was given follow up appointment in 1 month to determine if meds helped. No relief from meds so was given symbicort inhaler still with no relief. Dr. Sent me to cardiologist thinking it may be related to my heart, but the stress test was negative. I have continued to see my pulmonologist at least every month. I also saw my thyroid dr. For hypothyroidism and had several thyroid scans that were fine. On (B)(6) 2021 I went for another thyroid scan and they found a bino dual goiter. I quit using my CPAP machine when I saw a notice of the recall on my CPAP machine which said to stop using it due to problems related to some foam used in the machine. Now I do not sleep well because I do have sleep apnea. I have called philips and was told it may be 12 months before they can fix or replace my machine. FDA safety report ID # (B)(4).